Event description:
This patient had a depuy asr right hip arthroplasty in 2009. The patient reported persistant pain in the groin and the buttocks. The patient metal levels were slightly elevated. The patient was admitted for a total revision of the right hip arthroplasty. The patient had no complications during surgery. The patient was discharged home.